Event description:
It was reported that the physician wound up accessing subclavian instead of vein and put in right atrial (ra) lead and right ventricular (rv) lead along with the implantable pacemaker. During the follow up check up, it was found out that both leads were dislodged. A revision was performed and the implantable pacemaker with the ra and rv leads were surgically abandoned. No additional adverse patient effects were reported.